Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleged the pump did not deliver the correct amount of insulin on (B)(6) 2015. Her blood glucose level reached 350 mg dl and she was hospitalized until (B)(6) 2015. She was treated with saline drip and antibiotic because she also had urinary tract infection. Customer stopped using the pump and is using the pen until the new pump arrives. Blood glucose level is under control now. A request was made for the return of the device.